Event description:
Customer called regarding scroll wrap recall. Customer reports to have over delivered multiple times in the past and as a result, switched insulin pump company. Customer returned to medtronic. Customer's insulin pump is out of warranty. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.